Manufacturer narrative:
Correction: additional information received 12 jun 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was far field r-wave (ffrw) oversensing and noise noted upon interrogation. It was also reported the noise caused inappropriate mode switching. It was noted the lead was previously reprogrammed before it was capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was chronic oversensing on the right atrial (ra) lead which resulted in inappropriate mode switching. The lead was capped and replaced. No patient complications have been reported as a result of this event.